Event description:
It was reported that a user on the ilet system experienced fluctuating blood glucose with perceived excessive meal dosing following meal announcements, including examples of 59¿70 g carbohydrate meals leading to 4.6¿5.6 units delivered, and the user frequently ingesting honey postprandially to counter subsequent lows; the user also reported that after selecting a ¿less than¿ meal announcement, subsequent usual meal announcements appeared increased. Symptoms included hypoglycemia with a reported nadir of 59 mg/dl and hyperglycemia with a reported peak of 202 mg/dl, along with patient-managed treatment using oral glucose. Outcomes included transient excursions above 180 mg/dl for approximately 90 minutes and below 70 mg/dl for approximately 20 minutes without professional medical intervention, hospitalization, or ketone testing. Investigation included technical support review and attempts to retrieve device data via the provider portal, user education on not pre-treating lows, and guidance to align carbohydrate announcements with intake. Investigation of this case revealed no confirmed device malfunction, with contributing factors likely related to user interaction with meal announcement selections and corrective carbohydrate intake that may affect algorithm performance. It was concluded that the event involved episodes of hypoglycemia and hyperglycemia with cause unclear and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.